Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition indicating a high internal oxygen alarm occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. No component was replaced to address the issue. The device was recalibrated and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a follow up report for 2518422-2022-01237-1. The correct MDR number is 2518422-2022-01327-1. No follow up report was needed for 2518422-2022-01237-1.